Event description:
The customer reported that the system's collimator would not reposition back to baseline. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator was replaced and calibrated and the tube was repaired. The system was tested and found to be working as intended and put back into service.